Event description:
After intraocular lens insertion, one of the haptics broke off. The broken lens was removed; however, upon removal, vitreous was present due to a small hole in the posterior capsule which occurred prior to lens insertion. An anterior vitrectomy was performed. The broken haptic was not found and it remains in the pt's eye (vitreous).